Manufacturer narrative:
The complaint is confirmed. One unpackaged 0494-000 serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to that the device was broken. Visual evaluation found that the device tip was broken off. The cause remains undetermined.

Event description:
On 03/27/2023, it was reported by a sales representative via sems that a screw cross threaded and stripped the threads on both an 1239-100 insertion guide, and a 1255-300 tibial insertion guide. In attempts to retrieve it (2) 0494-000 ball hex driver broke. This occurred during a case, with no patient effect reported.